Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited a foreign object came out of the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, the component analysis of the collected foreign material remaining at the air/water nozzle revealed silicone rubber. The possible origins are packing rubber of the air/water valve and the rubber part of the water tube. The cause of the foreign material remaining in the device is presumed that the rubber part of the accessory mentioned above had peeled off due to deterioration over time, resulting in entering in the air/water channel. The foreign material residue point (the air/water nozzle) was confirmed to be free from breakage which can accompany deformation. As a result of confirmation of the handling information in the facility, a part of the reprocessing method was observed to fail to be correctly practiced such as wiping or brushing the air/water nozzle with lint-free cloth, a brush, or a sponge. Inspection of the fixing part of the venting connector revealed that glue had been sufficiently coated. The venting connector was observed to have had small scratches over time. It is presumed that stress had been accumulated during long time use, resulting in glue deterioration over time to be peeled off. As a result, the venting connector may have become loose. A crack was observed at the connector case where the e terminal was assembled. The crack may have caused reduction of water-tightness, leading to air leak. The cause of the crack at the connector case is hard to be specified, but it is presumed that external stress to the connector case had been accumulated, resulting in the resin part deterioration over time to cracking. It was confirmed that instructions for evis lucera gif/cf/pcf type 260 series, operation manual, chapter 3 ¿preparation and inspection¿, section 3.6 ¿inspection of the endoscopic system¿ describes how to detect the investigated event 1. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: h8. Additional information added to field h6 and h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was residing on the distal cover. There was a damage to the area where the foreign material was detected, and it was unknown if reprocessing was performed according to the instructions for use. Therefore, the cause of the material remaining in the device could not be determined. The event can be detected and prevented by following the instructions for use which state: instructions for jf type 260v, tjf type 260v, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for jf type 260v, tjf type 260v, reprocessing manual, chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.